Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 24july2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height was reported as 170cm. Date of post-operative breakage is unknown; however, the breakage was confirmed on (B)(6) 2015. Additional product codes for this report include ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in malaysia as follows: it was reported that a patient had a titanium (ti) broad locking compression plate (lcp) implanted on (B)(6) 2015. The patient returned to the hospital on (B)(6) 2015 when it was confirmed that the device had broken. The implant was removed on (B)(6) 2015 and the patient revised with another implant. Patient reported as "stable" post-operatively. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An manufacturing investigation summary was performed. The investigation of the complaint articles has shown that: when examining the fracture surfaces of fragment 2 (sem a/b) of the plate using sem, the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate at the transition to the lcp combi-hole on both sides of the hole and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At higher magnification, few fatigue striations were observed at the crack propagation zones on both sides of the hole (sem a/b). Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The remaining fracture surfaces showed mainly structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. A second documented fatigue crack close to the initial fracture zone (sem a) indicates crack branching. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The locking compression plate (lcp) 4.5/5.0, broad was implanted on the (B)(6) 2015 for the fixation of a fracture not further described. The plate broke approx. 4 months after the implantation, the device report does not describe the circumstances of the implant failure. The revision surgery to remove the broken plate was performed on the (B)(6) 2015, revision by means of re-osteosynthesis with other implants. Based on the topography of the fracture surfaces, it can be concluded that the implant was subjected to moderate dynamic bending loads. Constantly alternating bending loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The implant* could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.